Event description:
Reportedly, after being upgraded, the screen of the subject programmer remained black.

Manufacturer narrative:
Please refer to the attached analysis report - attachment: (B)(4).

Event description:
Reportedly, after being upgraded, the screen of the subject programmer remained black.